Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument locked on tissue and the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.